Event description:
It was reported the camera head's cord was missing the coating (sheath) and the wire was exposed. The issue occurred during the preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure; the cord is missing coding wire, exposed due to kinks and cut on cable metal sheath was exposed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's cord was missing the coating (sheath) and the wire was exposed. The issue occurred during the preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.